Event description:
It was reported via remote follow up that the patient lost some bi-ventricular pacing from their implantable cardioverter defibrillator (ICD) due to noise oversensing on the right ventricular channel. The patient was brought to the clinic on (B)(6) 2021 where it was confirmed that the oversensing was caused by an ICD related function. There were no anomalies associated with the right ventricular lead. The ICD was reprogrammed. The patient was in stable condition before, during, and after the interrogation.

Event description:
New information received noted that the patient presented in clinic for laser extraction procedure on their right ventricular lead due to the noise problem discovered in august, 2021. It was also noted that in december 2021, the patient presented in clinic for the same lead revision but the procedure could not be performed due to patient anatomy. The laser extraction procedure was performed successfully on (B)(6) 2022 and the lead was explanted and replaced. Patient's implantable cardioverter defibrillator was also explanted and replaced during the same procedure. The patient was in stable throughout the procedure.

Manufacturer narrative:
Correction - section h6: the health impact code should be "additional surgery " not "unexpected medical intervention".

Event description:
Related manufacturer report number: 2017865-2022-00680 new information received noted that the patient presented in clinic for a right ventricular lead revision due to the noise problem discovered in (B)(6) 2021. Programming changes were made to address the issue. Before the procedure, venogram was performed and found out that patient's vein was completely occluded. The procedure could not be proceed and the patient was discharged. The patient was in stable throughout the interrogation.

Manufacturer narrative:
The reported event of oversensing was confirmed through review of the stored electrocardiograms (egms). Bench testing was performed, which included sense testing, and the device showed normal function. The cause of the oversensing was unable to be determined.